Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had a patient on the arctic sun device. The values from therapy are pulled into the incorrect patient electronic medical record (emr). The nurse believed that the device might have previously been used on this patient. Nurse asked how to get the device to connect to the correct patient to crossover therapy values into the patients electronic medical record (emr). Informed nurse they should follow the hspa protocol to associate the arctic sun to the patient in epic. Nurse was unsure of how to do this and stated that this was the first time the nurse had an arctic sun therapy connect to a patient in epic. Per customer via phone on (B)(6) 2023, it was reported that therapy was completed and there was no impact to the female patient. Mis did troubleshooting and it was discovered that the buttons in the back of the device needed to be pushed in.

Event description:
It was reported that the nurse had a patient on the arctic sun device. The values from therapy are pulled into the incorrect patient electronic medical record (emr). The nurse believed that the device might have previously been used on this patient. Nurse asked how to get the device to connect to the correct patient to crossover therapy values into the patients electronic medical record (emr). Informed nurse they should follow the hspa protocol to associate the arctic sun to the patient in epic. Nurse was unsure of how to do this and stated that this was the first time the nurse had an arctic sun therapy connect to a patient in epic.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.